Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2015, the patient received a right attune total knee to treat degenerative arthritis. The patella was resurfaced and depuy x 2 was utilized. There were no indicated intra-operative complications. On (B)(6) 2021, the patient received a right knee revision to address pain, swelling, instability, scarring, fibrous tissue, and tibial tray loosening at the cement to implant interface. The tibial tray and tibial insert were revised. The femoral component and patella component were retained. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2015. Dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.